Event description:
The patient reported that the keypad buttons became intermittently unresponsive a month ago, and became completely unresponsive on (B)(6) 2011 the patient also stated that the keypad was intact, the pump was not exposed to water and that he did not clean the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Investigation revealed that all of the keypad buttons were intermittently responsive, more force and multiple button presses were required on the keypad in order to elicit a response on the keypad. All of the keypad buttons did not spring back and click back as expected. There was evidence of keypad contamination found under all key contacts.